Manufacturer narrative:
The investigation has been completed and the alleged battery issue was verified and the reported touchscreen issue was not confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not holding charge. As the pump was unavailable at the time of the report, troubleshooting was unable to be performed. Customer's blood glucose was 250 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The pump battery continued to deplete too fast and needed to be charged daily. The contact declined to provide further information.